Event description:
It was reported that during an unknown procedure, the device fired once then they could not get it to open again.

Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (B)(6) 2022 that the complaint was received. Batch # 587a69. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the battery was attached and the reverse button was activated and the knife returned to the home position as expected and with one ecr45m reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.